Event description:
Literature was reviewed regarding thoracic endovascular aortic repair for traumatic and non-traumatic rupture of the descending thoracic aorta: a 15-year single-center experience. This was a 15-year retrospective single-center experience. It was reported approximately 4 months post a the index procedure where a talent stent graft was implanted, reintervention for a perforation of the distal stent graft was completed. It was reported that the patient expired 2 days after reintervention due to a periprocedural myocardialischemia. No further information was provided.

Manufacturer narrative:
Citation: ricarda berkenheide, rolf alexander j´anosi, fadi al-rashid. Thoracic endovascular aortic repair for traumatic and non-traumatic rupture of the descending thoracic aorta: a 15-year single-centre experience. Ijc heart & vasculature 61 2025. Doi.org /10.1016/j.ijcha.2025.101818 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to imf code; f19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.